Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia of 24.9 mmol/l and noticed that there was a possible under delivery of insulin. It was reported that the customer replaced the site three times and the issue did not resolve. It was reported that the cannula was straight. The customer treated for high blood glucose levels with a manual correction. Troubleshooting was not completed during the call. Product is expected to return for analysis. Frn-mmt-332a-rsvr; unomedical infusion set mmt-368600.